Event description:
Caller reported a cartridge alarm 30 occurring during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Reportedly, customer continued to use the pump for insulin therapy.